Manufacturer narrative:
The following correction was made: updated PMA/510(k). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the following with the healthcare provider (hcp). When asked if the implantable neurostimulator (ins) would be returned to the manufacturing company, the rep said they can request it from their account post explant. The explant/replacement is not scheduled at the time of the report. As a result of this event, the rep will continue to contact their account to see if explant is scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The event was considered a sudden change in therapy/symptoms. Patient reported symptom return with post implant pain; they described pain in their lumbar area and buttocks from the ins. As a result of what was reported, impedances were checked on the date of initial report and they were > 4000 ohms. No interventions were taken and the issue was not resolved at the time of the report. The patient is requesting explant of the devices due to returned symptoms and discomfort; surgical intervention is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who said explant is scheduled for (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that high impedance was not the cause of explant, patient had chronic back pain prior to implant and perceived that the device was causing the continued back pain that she was experiencing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The rep does not know the return status of the implantable neurostimulator (ins). They noted the hospital goes through their protocol first and the rep will inquire with the hospital if the ins will be returned. No further patient complications have been reported as a result of this event.